Event description:
Patient had aviclear laser, (B)(6) 2023. After treatment she experienced significant flare of acne, putting her at risk for scarring. After treatment she experienced significant flare of acne, putting her at risk for scarring. Pt will be started on accutane to treat and prevent scarring.